Event description:
The customer reported that the system displayed an error message, the c-arm would not produce x-rays, and the workstation shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and the surge suppressor were replaced. The system was tested and found to be working as intended and put back into service.